Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during the basic occlusion test due to a missing drive support disk. Was unable to verify the prime/fill anomaly due to compromised force sensor system alarms. The insulin pump was received with a stripped battery cap coin slot. The insulin pump was received with a cracked end cap. The insulin pump was received with a cracked case at the display window corners, the reservoir tube, the reservoir tube lip, the belt clip slot, the lcd display window and the battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer was unable to remove the battery cap from the insulin pump. The customer also stated that she was trying to change the infusion set, but her insulin pump would not go beyond the priming stage. The customer explained that insulin kept coming out and that she did not see numbers on the screen. The customer's blood glucose was 195 mg/dl. Troubleshooting was done. The customer could not remove the battery cap with a large screwdriver. Advised customer to discontinue use of the insulin pump if the battery was low. The customer confirmed that she was unable to exit the preparing to prime loop. Advised that the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised that a replacement insulin pump would be sent. Nothing further reported.